Event description:
During sling placement on right side sleeve broke off at sling bond position. Damaged sling was removed and replaced with a second gmd sling.

Manufacturer narrative:
Evaluation: no conclusion can be drawn at this time. Investigation is in process. When more info is available a supplemental 3500a form will be submitted.